Manufacturer narrative:
The 5 patient samples were provided for investigation. Results obtained during investigations were found to be comparable to results obtained by the customer. Results obtained by dilution of the samples were not found to be linear with the tnthsst assay. Further investigations determined that there is no interferent present in the sample which could explain the non-linear dilution behavior. Investigations are still ongoing.

Manufacturer narrative:
An interference of sample dilution influenced by igg and/or igm could be excluded. Further clarification of the observed discrepancies is not possible with available methods and current state of the art.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4). The full facility name was provided as "(B)(6)".

Event description:
The customer stated they received erroneous results for one patient sample tested for the elecsys troponin t hs stat assay (tnthsst) on a cobas 8000 e 602 module (e602). When the sample is diluted, the results do not match the results of the sample obtained without dilution. The sample initially resulted as 10000 ng/l accompanied by a data flag when tested on the e602 analyzer. The sample was repeated on the same analyzer with an on-board dilution of ten times, resulting with a final value of 4506 ng/l accompanied by a data flag. The 4506 ng/l value was reported outside of the laboratory. The sample was repeated on a second e602 analyzer, resulting as 10000 ng/l accompanied by a data flag. The sample was repeated on the same analyzer with an on-board dilution of ten times, resulting with a final value of 4493 ng/l. The sample was manually diluted times two and tested on the first e602 analyzer, resulting with a raw value of 4411 ng/l. The final value was calculated to be 8822 ng/l when accounting for the dilution factor. The sample was manually diluted times ten and tested on the first e602 analyzer, resulting with a raw value of 478.8 ng/l. The final value was calculated to be 4788 ng/l when accounting for the dilution factor. On (B)(6) 2016, the sample was tested for troponin I hs on an abbott architect analyzer, resulting as 55.9 pg/ml. The sample was also repeated for tnthsst on (B)(6) 2016 on the first e602 analyzer along with other immunochemistry tests to see if other tests have abnormally high results with this sample. It was suspected that there may be a possible interference in the sample affecting all immunochemistry tests. The sample resulted with a tnthsst result of 10000 ng/l accompanied by a data flag. Only the tnthsst test showed a high result. The sample was repeated on the first e602 analyzer on (B)(6) 2016 with an on-board dilution of ten times, resulting with a final value of 4594 ng/l. A second sample was collected from the patient and tested on the first e602 analyzer on (B)(6) 2016, resulting with a tnthsst value of 9583 ng/l. The 9583 ng/l value was reported outside of the laboratory. This sample had a ck result that was very high and over the measuring range of the assay. This sample was also tested for troponin I hs on an abbott architect analyzer on (B)(6) 2016, resulting as 33.5 pg/ml. The laboratory called the doctor in charge of the patient on (B)(6) 2016 to inform him that there may be some interference in the patient sample causing the high tnthsst results. A third sample from the patient was collected and tested on the first e602 analyzer on (B)(6) 2016, resulting as 4979 ng/l. A fourth sample from the patient was collected and tested on the first e602 analyzer on (B)(6) 2016, resulting as 3498 ng/l. A fifth sample from the patient was collected and tested on the first e602 analyzer on (B)(6) 2016, resulting as 3063 ng/l. The patient was not adversely affected. The serial numbers of the involved e602 analyzers were asked for, but not provided. The lot number and expiration date of the multiassay diluent was asked for, but not provided.